Event description:
Customer reported that a pump issued an altitude alarm, causing insulin suspension. Specific blood glucose value was not known, but it remained between 54-500 mg/dl, indicating no adverse impact. Technical support instructed cleaning of speaker holes and cartridge removal, but the alarm recurred. Customer successfully resumed insulin after multiple attempts, was instructed to load a new cartridge, and a replacement pump and cartridge were arranged despite being out of warranty.